Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. The reported loose or intermittent connection was unable to be confirmed during the return analysis; however, irregular and uneven threads were observed. It is possible that improper alignment during connection and over-torquing contributed to the reported loose or intermittent connection and the observed uneven threads; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation when attempting to connect the 3-way stopcock to the co-pilot bleedback control valve (bbcv), the devices could not be tightly connected. This occurred when attempting to use five devices in the procedure; therefore, the physician used a non-abbott valve. There was no patient involvement and no clinically significant delay reported in the procedure. Return device analysis found that one of the copilot bleed back control valve (bbcv) devices was returned with visible liquid and dry blood in the device. Indicating the device was used in the patient. There was no adverse patient effect reported. No additional information was provided.